Event description:
It was reported that noise was noted on the right atrium (ra) and shock electrogram (egm) and a ra lead issue developing was suspected but also had questions about the shock lead. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).